Event description:
It was initially reported that the patient had a subdural hematoma or hydroma and was in critical condition. It was later reported that five days after implantation, the patient presented with lethargy and was "just plain out of it". The valve was reprogrammed and remained in the patient.